Event description:
Same case as: MDR ID 2134265-2013-06616. It was reported that during a preparation for percutaneous coronary intervention procedure, wire detachment occurred. The 90% stenosed target lesion was located in the severely calcified unspecified artery. A 1.50mm rotablator rotalink plus and rotawire were used to treat the target lesion. While checking the rotation outside the patient, the wire was detached. It was further noted that the burr came in contact with the wire. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the burr and coil was microscopically examined. The annulus of the burr was misshapen. There were no scratches that exposed any brass on the plated back half of the burr. The damage to the burr is consistent with the burr coming into contact with the wire, which would lead to guidewire-body fracture issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states to never advance the rotating burr to the point of contact with the guidewire spring tip. (B)(4).

Event description:
Same case as: MDR ID 2134265-2013-06616. It was reported that during a preparation for percutaneous coronary intervention procedure, wire detachment occurred. The 90% stenosed target lesion was located in the severely calcified unspecified artery. A 1.50mm rotablator rotalink plus and rotawire were used to treat the target lesion. While checking the rotation outside the patient, the wire was detached. It was further noted that the burr came in contact with the wire. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.